Event description:
Physician attempted to use a silverhawk directional atherectomy catheter during procedure. A 7fr 45cm sheath and .014 guidewire for the treatment of a moderately calcified lesion in the left mid superficial femoral artery which displayed a moderate degree of tortuosity. The device was prepped as per IFU. Minimal resistance was felt during advancement. The tip detached at the hinge pin during advancement of device through sheath. The device was removed and a new device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.